Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2017-01036. It was reported the patient's ipg had been turning on and off itself which was causing anxiety according to the patient. The patient also stated she could hear the device even when it was off. As a result, the patient will undergo surgical intervention.